Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis, microscopic visual inspection noted a sharp bend in the electrode just distal of the suture sleeve with two noted fissures with debris. Resistance testing confirmed the electrode was not electrically continuous and the conductor coil inner insulation was fractured. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that the patient's device exhibited high impedance (hi) code. The patient was brought into the clinic for system evaluation and initially troubleshooting was able to bring the shock impedance high but still within range. Continued troubleshooting noted that there was visible damage to the electrode and the system was subsequently explanted and replaced. No additional adverse events were reported.